Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.5, lab: 2.5. Sample acquired from venous draw. No finger stick. Therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.